Manufacturer narrative:
Additional information.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a decrease in performance. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device was explanted for medical reasons. This older configuration is not currently manufactured. This is the final report.